Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that he customer received multiple cartridge alarms (cartridge alarm 19) while attempting to load multiple cartridges onto the pump. There was no impact to the customer's blood glucose level. It was indicated that the customer would contact their healthcare provider to obtain alternate insulin therapy.